Event description:
It was reported that patient device is at neos and is experiencing increased seizures. Patient has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any; defects¿ or ; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Lead product analysis was approved. The lead fracture was confirmed. During the visual analysis, ring and pin coil breaks were observed at the end of the first portion, the coil break mates were observed on second portion. The ring coil break and break mate ends appeared rounded. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. The pin coil break and break mate ends appeared to have a stress induced fracture (fatigue appearance). Continuity checks of the returned lead portions was performed during the functional analysis, and no other discontinuities were identified. Other than the coil breaks and the abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.

Event description:
Xray images taken several months ago were received showing a clear lead fracture. The patient had a full revision surgery. Pre-operative system diagnostics showed high lead impedance the increased seizures report predates the xray images that show a clear fracture. Programming history review shows no available impedance data. Due to the age of the lead it is most likely that the lead fracture is the cause of the increased seizure event and therefore the suspect device will change to the lead. Once the explanted devices are received into analysis this will be investigated further. The explanted device(s) have not been received to date. No other relevant information has been received to date.

Event description:
The device has been received into product analysis.no other relevant information has been received to date.